Event description:
While preparing for chest tube insertion, md opened package of a bd 10 ml luer-lok tip syringe and placed on sterile field. Upon attempting to draw lidocaine up into syringe, the lidocaine was noted to be leaking out of a crack in the barrel of the syringe. The syringe wrapper was inspected and found to be intact. A new syringe was obtained and procedure continued.